Event description:
The 840 ventilator shut down while on a pt. There was no pt harm or injury reported. Neither the nellcor puritan bennett customer service engineer (cse) nor the hosp's biomed could duplicate the reported event, although they could verify the error code in memory that suggested the unit stopped ventilating. A circuit board was replaced as a precautionary action.